Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis unit was not booting properly after a restart was performed to recover a failed storage space. A technical support specialist (tss) remotely accessed the station and identified repeated reboots that interrupted data synchronized troubleshooting. Review of logs and ssms revealed the database was corrupted and in suspect mode. Multiple recovery attempts failed due to the database being in use. The tss coordinated with senior support, accessed the server, moved database files, repaired the med application, successfully recreated the database, updated the recovery model, and performed a full device synchronized. The customer confirmed the device was functioning properly, and permission was granted to close the ticket. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pyxis was not booting properly. The technician attempted a restart to recover a failed storage space; however, the system subsequently reported a data error and failed to boot correctly. The customer was unable to access the medications due to medapp not functioninghowever, there were no delays or adverse events or injuries reported based on this event.